Event description:
Pt had coronary artery bypass graft 6/19/1998. A guide wire was inserted in right groin because it was thought the pt would need a balloon pump inserted to get him off the bypass the machine. However, it was not needed. The guide wire was left in the pt unintentionally. It was not noticed until pt came to physician on 12/11/1998 complaining of leg pain. Arterial circulation in the right leg was found to be compromised. Arteriogram was done which revealed clot formation and blockage, and the guide wire was detected. Percutaneous retrieval by microcatheter retrieval system was done. Pt recovered fully.